Manufacturer narrative:
We received one single dpt-vamp flex kit with an IV set and pressure tubing for examination. The reported event of pressure measurement issue was not confirmed. The dpt zeroed and sensed pressure accurately on the pressure monitor. The pressure did not show any drift during the output drift testing and met specification. Electrical testing showed that the dpt electronic components were intact because both input and output impedance were within specifications.. Zero-offset also met specification. No visible defect was found from dpt the cable connector. However, corrosion was observed at the #3 and #4 contact plates of the dpt cable connector. Corrosion was likely caused by liquid/saline and likely contributed to reported short condition/incorrect value. The IFU states not to expose electrical connections to fluid contact. No other visible defect was found from the dpt cable connector. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions. A supplemental report will be forthcoming with the device history results once received. Poor dynamic response can be caused by air bubbles, clotting, and excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks. The assembly may be tested for dynamic response by observing the pressure waveform on an oscilloscope or monitor. Bedside determination of the dynamic response of the catheter, monitor, kit and transducer system is done after the system is flushed, attached to the patient, zeroed and calibrated. A square-wave test may be performed by pulling the snap tab device and releasing quickly. Pressure readings can change quickly and dramatically because of loss of proper calibration, loose connection, or air in the system. Pressure readings should correlate with the patients clinical manifestations. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that arterial pressure values varied on a nihon koden patient monitor during use. There was no problem zeroing before use. There were no leakage, kinks or occlusion in the line. The customer was unsure if it was drifting or not, but the values varied. The actual value indicated on the monitor is unknown. Information such as the shape of the waveform, if the value and waveform matched, whether the patient was treated based on the inaccurate value, and expected value were not provided from the customer. The kit was exchanged and the problem was solved. Inquired of patient demographics. Unable to be obtained.

Manufacturer narrative:
A review of the manufacturing records indicated that the product met specifications upon release.